Event description:
Event: (cc# 98-01187) the iab leaked upon insertion. The iab was removed and a second iab was inserted into the patient. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Multiple event to customer complaint number 98-01188) the following was reported to datascope on 10/16/98: the surgeon noticed blood flowing from the proximal end of the balloon catheter during insertion. It appeared that blood was inside the balloon catheter. The surgeon immediately removed the catheter that appeared to have leaked. The iab was accidently discarded by the facility. [Event complications]: unknown - reported 9/18/98. [Patient's current status]: unk - rpt'd 9/18/98.